Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms on their insulin pump. The customer states they have done multiple set changes, but the problems persist. The customer's blood glucose level at the time of incident was over 600mg/dl. Troubleshoot was conducted. The pump was found to not have alarmed for no delivery during priming. The customer was advised the pump was functioning as designed.